Manufacturer narrative:
The returned lead, with an extraction instrument set stuck in it, was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, only slight signs of abrasion in the region proximal of the shock coil were found. However, the insulation was intact. No other deviations from the technical specifications were found that could be related to the clinical complaint. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this lead was explanted and replaced due to declining sensing. Impedance and threshold values were in range.